Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 30 mg/dl. The customer reported wondering when to calculate the blood glucose level and sensor glucose and needs to know the percentage of difference. The customer treated for the low blood glucose level with carbohydrate intake. The current blood glucose level was 308 mg/dl. The customer treated the high blood glucose level with the insulin pump. The customer did troubleshoot the issues. The sensor will be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.